Event description:
It was reported by the physician that they had personally observed a situation where a "non-MRI" lead was explanted and replaced with the same type of lead that was labeled as "MRI." There is no difference in the physical lead and the only difference is the product labeling. The physician also indicated they had explanted a lead due to confusion around labeling. The lead was explanted and replaced. No patient complications have been reported as a result of this event.